Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced under infusion with no alarms. It was reported that the device bag was returned with an excess residual of approximately 31.9% left from original volume. No patient injury reported.